Manufacturer narrative:
Device evaluated by MFR: unable to reach customer to date for more information regarding event.

Event description:
While onsite at the manufacturing facility for training, the biomedical engineer reported to the company associate who was conducting the training that there was a patient incident while on the device. The biomedical engineer had been on the phone with the hospital respiratory therapy supervisor who reported the ventilator had turned off without alarms and the patient had died. The incident occurred over a year ago. Attempts to obtain further information have been unsuccessful to date.